Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows. It was reported that on an unknown date, a locking compression plate broke at a screw hole. Patient was revised on (B)(6) 2013. No further information is available at this time. This is report 2 of 2 for (B)(4). This report is for an unknown screw.

Manufacturer narrative:
Device used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.